Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy event description: [hospital] "after ligating the cystic artery and other blood vessels and ducts, the patient was in a critical condition nearing 'arrest' as his vital signs became irregular. When they went into the operating room to check the him inside, all the clips that had been ligated had come off, and the cystic artery was bleeding, so we performed a second surgery to religate it with a different clip product." Product is not available for return. *patient status (more detailed): after the surgery and moving up to the ward, the patient's vitals became irregular and critical, and he was in a critical condition, almost on the verge of 'arrest'. When they went into the operating room to check the patient, all the clips that had been ligated had come off, and he was bleeding from the cystic artery, so he a re-surgery to re-ligate with a different clip product. Additional information was received via email on 11oct2024 from [name], amk territory manager. "The device mentioned in the event was discarded after surgery." Additional information was received via phone on 14oct2024 from [name], amk territory manager."after re-surgery, the patient is okay." Intervention: the case was completed with the new device. Patient status: after re-surgery, the patient is okay.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]. "After ligating the cystic artery and other blood vessels and ducts, the patient was in a critical condition nearing 'arrest' as his vital signs became irregular. When they went into the operating room to check the him inside, all the clips that had been ligated had come off, and the cystic artery was bleeding, so we performed a second surgery to religate it with a different clip product." Product is not available for return. *patient status(more detailed) : after the surgery and moving up to the ward, the patient's vitals became irregular and critical, and he was in a critical condition, almost on the verge of 'arrest'. When they went into the operating room to check the patient, all the clips that had been ligated had come off, and he was bleeding from the cystic artery, so he a re-surgery to re-ligate with a different clip product. *additional information was received via email on 11oct2024 from [name], (B)(6) manager. "The device mentioned in the event was discarded after surgery." *additional information was received via phone on 14oct2024 from [name], (B)(6) manager. "After re-surgery, the patient is okay." Intervention: the case was completed with the new device. Patient status: after re-surgery, the patient is okay.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]. "After ligating the cystic artery and other blood vessels and ducts, the patient was in a critical condition nearing 'arrest' as his vital signs became irregular. When they went into the operating room to check the him inside, all the clips that had been ligated had come off, and the cystic artery was bleeding, so we performed a second surgery to religate it with a different clip product." Product is not available for return. *patient status(more detailed) : after the surgery and moving up to the ward, the patient's vitals became irregular and critical, and he was in a critical condition, almost on the verge of 'arrest'. When they went into the operating room to check the patient, all the clips that had been ligated had come off, and he was bleeding from the cystic artery, so he a re-surgery to re-ligate with a different clip product. Intervention: the case was completed with the new device. Patient status: after the surgery, the patient's almost on the verge of 'arrest'. When they checked him, all the clips that had been ligated had come off, and he was bleeding from the cystic artery, so he had a re-surgery to re-ligate him with a different clip product.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.